Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 7300tfx 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 1 month due to unknown reasons. A 9600tfx 29mm transcatheter valve was implanted. No other details provided.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the root cause of this event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.